Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd glass and had severely scratched display window; unable to confirm blank display and unable to perform any tests due to lcd physical damage. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer states there are cracks above the screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.